Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and self-test. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. No lost sensor alarm noted during testing. No alerts/anomalies/alarm noted during test. P-cap was attached and locked into place properly, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and retainer knit line damage. No communication pump to transmitter (unresolved) was not confirmed. Lost sensor alarm was not confirmed. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter was unable to pair with the customer's pump. Troubleshooting was performed and the issue was resolved, customer received lost sensor signal. The transmitter identification programmed into the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump was returned for analysis.